Event description:
This report is being filed upon notification from our x-ray MFR in another country of an event that occurred in other country. Under special circumstances there is a small possibility that bright artifacts appear on a pt image from a previous exposure. This might happen when the detector receives direct radiation. (Without hitting the pt) due to a collimation problem. The appearance of such a bright artifact would typically be recognizable by the clinician. No pts have been injured or misdiagnosed by this problem.

Manufacturer narrative:
The root cause of this artifact is a software related issue. Field change order (fco), has been released to correct this problem.